Manufacturer narrative:
Additional contact information: contact person name: (B)(6) phone number: (B)(6) occupation: administrator/ supervisor email address- (B)(6) it was reported that preventive maintenance, the cs300 intra-aortic balloon pump (iabp) had battery short run time. Getinge field service engineer (fse) confirmed battery failed runtime test. Battery runtime of 68 minutes. Minimum runtime spec is 135 minutes. Replaced batteries (0146-00-0039). Completed checkout and checklist has been performed. There was no patient involvement and harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received (2) part number 0146-00-0039 batch number 2106193a with a reported unit failure of a failed battery runtime test at 68 minutes. The fat installed the parts into cs300 test fixture serial number si206230b5 and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. Batteries ran until 30 minutes, failing the test. Fat was able to verify the reported failure. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cs300 intra-aortic balloon pump (iabp) failed battery run test .there was no patient involvement reported.